Event description:
It was reported to vyaire medical that vela ventilator was giving motor fault, circuit disconnect, apnea interval, low peak inspiratory pressure and low minute ventilation on the vela ventilator. The vyaire representative confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not be returned for evaluation. Therefore, no root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.